Event description:
The pt was being seen for complaints of chest pains and shortness of breath. Upon inquire, the following message was received. "Programmed ha detected parameter that is not within prorammable range of the current module. Backup reset is required." A backup reset was performed and an inquire revealed all parameters are ok.